Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil prematurely detached. The coil was retrieved using a catch device. No portion of the coil remained within the patient. The patient was reported to be fine. No harm or injury was incurred.